Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. In addition, it was noted that this crt-d delivered several inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). Reprogramming efforts were performed. This crt-d remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review is not required.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. In addition, it was noted that this crt-d delivered several inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). Reprogramming efforts were performed. This crt-d remains in service and no additional adverse patient effects were reported.